Event description:
A user facility submitted a medwatch reporting a pt experienced respiratory distress and hypertension following attempted hemodialysis; four days earlier, a similar incident had occurred (reported separately). Additionally, the provider feels the pt was allergic to the filter. The pt had not been rechallenged using the dialyzer. Follow up attempts have been made unsuccessfully with the initial reporter. There was no info available about the treatment, additional medical intervention required or current patient condition. There was no info about sample availability or lot number. Medical records and treatment data have been requested.

Manufacturer narrative:
The post market surveillance department is in the process of requesting pt medical records and treatment data info regarding the reported episodes of hypertension and respiratory distress. A supplemental medwatch report will be submitted upon completion of the investigation.